Event description:
It was reported by service report that the power cord was missing the ground prong and the power cord's outer cover was cut open with exposed wires. It is unk if there was pt involvement or if there are adverse consequences to report.